Event description:
It was reported that during a procedure, the bur guard cracked near the opening. There were no delays or adverse consequences associated with this event. There were no pt or user injuries.

Manufacturer narrative:
The device was discarded at the user facility and is not available for eval. If the quality investigation reveals info that should be submitted, a f/u report will be filed.